Manufacturer narrative:
(B)(4). Concomitant medical products- unknown versys stem, unknown femoral head, unknown trilogy cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04033. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information and/or lack of investigational inputs provided by the customer. Review of provided patient x-rays confirms superolateral femoral head dislocation from the acetabular cup, however this cannot confirm the reported event. Device history records were unable to be reviewed as the product/lot code combination necessary was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.